Event description:
Patient was revised to address infection. The tibial tray and femoral were reported loose.

Manufacturer narrative:
No products were returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported infection and device loosening; however, infection after approximately 4-1/2 years implantation is unlikely to be product related. No evidence as found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.